Event description:
Boston scientific received information that this lead was exhibiting pacing impedance measurements greater than 2000 ohms. A review of the daily measurements following the out of range measurement show decreased measurements of 1500, 700 and 450 ohms which was normal for lead. No other issues have been reported with this system and isometric testing produced pacing impedance measurements within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant suggested following the patient again in one month's time. No other adverse events have been reported. This product issue will be updated if additional information is received.